Event description:
It was reported that patient underwent total hip replacement surgery on (B)(6), 2012. Revision procedure was performed on (B)(6), 2013 due to luxated and broken insert. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Device evaluation in process. Upon completion of evaluation, a follow-up report will be sent to the FDA.

Manufacturer narrative:
The returned acetabular liner was evaluated and found the liner dimensions generally fell outside the drawing tolerance. This was probably due to the component having been badly distorted in vivo, or having been subjected to an autoclave sterilisation ex vivo. The lack of wear evidence in the bore, the bruising around the bore chamfer, and the lack of damage to the scallops would indicate that the liner was incorrectly fitted, in that it did not engage or lock into the lugs of the acetabular shell during the primary procedure causing it to rotate distally. The bruising around the bore chamfer was probably caused by the femoral stem neck coming into contact and levering the liner against the acetabular shell bore and fracturing the scallop diameter rim thereby allowing the liner to rotate fully and permitting the luxation. This would also explain the heavy bruising on the outer spherical radius, as this area of the liner took the full loading of the joint. The surgical technique states "prior to inserting the liner, verify that the locking ring is properly aligned. Liner trials or the appropriately sized polyethylene liner can be used before trialing the neck length for the femoral component. Note: after impacting the polyethylene, the ring should rotate freely side to side (with probe)". The wear damage to the modular head is indicative of the head coming into contact with the acetabular shell, which can only happen if the head wears through the liner (which has not been the case in this instance) or the liner is not correctly positioned in situ.